Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing observed during device evaluation. Technical services (ts) reviewed the device data and noted on the presenting electrogram (egm) demonstrated p-wave oversensing on the right ventricular (rv) channel. Ts discussed troubleshooting options, including decreasing rv sensitivity settings or obtaining imaging to evaluate lead position. No changes were reported at the time of the evaluation. No adverse patient effects were reported. This crt-d remains in service.